Event description:
It was reported the device was used during a pelviscopy. It was reported the surgeon removed the scope to find it had cracked and bent in half. Surgeon finished procedure with a different 5mm scope. There was no consequence to the patient.